Event description:
The patient reported exposed and frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The reported event that there is "frayed power extension cable" was unconfirmed. During investigation, the device was able to start up, send readings and pass all related tests with no issues. The reported event stated there was frayed power extension cable and it was unconfirmed from visual inspection. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.